Manufacturer narrative:
Device evaluation: one level 1 trauma fast flow system was returned for analysis. Visual inspection performed, and product found with no physical damage. Investigator connect h-2 to regulated air supply and calibrated pressure gauge tool and performed a disconnect air supply test. The customer reported problem was confirmed. According to the investigation, the h-2 did not hold pressure for 15 second. The investigation reported that the reported issue was caused by faulty 1/2-inch smc straight fitting. Therefore, the faulty 1/2-inch smc fitting and broken air regulator was replaced to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical level 1 trauma fast flow system pressure chamber will not hold 280 mm hg. No adverse effects reported.